Event description:
It was reported that stent failed to expand. The severely stenosed target lesion was located in the arteriovenous fistula. A 8x40x75 epic self-expanding was selected for use. During the procedure, the stent was not fully expanded in the lesion. The procedure was completed using with the original device and there were no patient complications as a result of this event.